Event description:
During an in-clinic follow-up, atrial noise episodes were observed with inappropriate automatic mode switch and oversensing. An x-ray examination was performed and the healthcare professional observed a lead to can abrasion. No intervention will be performed, the patient will be monitored. The patient was stable.